Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted. The patient was placed on eliquis and aspirin and had reported to be therapeutic consistently. At the 45 day routine follow up, transesophageal echocardiogram (tee) imaging revealed a thread-shaped, mobile device related thrombus (drt) on the face of the closure device near the mitral annulus. The physicians planned to continue anticoagulation medications and recheck a tee in 6 to 8 weeks. The patient is expected to fully recover.